Event description:
It was reported by the patient that she has woken up suffocating due to the ventilator auto-cycling. As a result, the patient reported having a terrible headache from not getting enough air again. She also stated that the issue of her ventilator suddenly and frequently failing to function is due to the humidity in the patient circuit sense lines. The patient was placed on another ventilator with a patient circuit that has no sense lines. The patient is not ventilator dependent.

Manufacturer narrative:
The rt/homecare dealer confirmed that there was no ventilator malfunction.